Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert triggered.

Event description:
It was reported that the patient collapsed due to loss of capture/asystole and suffered a laceration to the head. The right ventricular lead was suspected to have a fracture as the pacing impedance was high. The physician remarked that the setscrew on the lead was quite loose. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.